Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading multiple cartridges with insulin and the tip of the syringe needles bent. The customer was able to successfully loaded the cartridge.